Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00611. Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Fax number unknown / not provided. Additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth sites #7 & 10 were removed due to infection.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Three (3) tsvwb11, impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (1245410- 1 each & 1248174-2 each) were received from the customer, however it is unknown which lot# corresponds to this complaint. DHR review was completed for the associated subject lot numbers 1245410 & 1248174. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review was performed for the associated lot numbers 1245410 (op# 150 - str2) & 1248174 (op# 150 - str2) and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the associated lot numbers 1245410 & 1248174 for similar events and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (infection) or product (tsvwb11). As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information received at the time of this report.